Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "catheter is leaking at insertion site. I was told that this issue has occurred before in the past 2 months so it does not sound lot specific." Associated complaints: 9680794-2024-00941.

Manufacturer narrative:
(B)(4). Complete UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "catheter is leaking at insertion site. I was told that this issue has occurred before in the past 2 months so it does not sound lot specific." Associated complaints: 9680794-2024-00941.